Manufacturer narrative:
This report is submitted on february 1, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 in preparation for an MRI which is for the investigation of cognitive issues. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 4, 2022.